Event description:
It was reported that, as per the surgeon¿s office, this pt is experiencing difficulties with their hip implant and has had blood tests.

Manufacturer narrative:
Product ID, 377775 lot# n0032985 serial#, implanted: 2005 (B)(6), explanted: product type lead product ID, 377775 lot# n0032985 serial#, implanted: 2005 (B)(6), explanted: product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient. (B)(4).